Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during a tka procedure, the surgeon had found that the nail of the impactor pad had fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d10, e1, g4, g7, h2, h3, h6 visual examination of the returned device identified signs of repeated use (nicks and gouges) and fractured prongs. The device was submitted for further sem analysis, which indicated overload failure or low cycle fatigue culminating in the overload failure. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.